Event description:
It was reported that the wake button was sticking. The customer will continue to use the current pump. Customer's blood glucose level was 217 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.